Event description:
It was reported that the console displayed s3 system alert associated with a pump stop. The backup console was switched with re-establishment of flow. A decision was made to electively change the motor as this was the 3rd event with the same motor but different consoles. The original console was switched back. Self-test passed with new motor with no issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d2b: product code corrected. Section h5/h8: usage of device corrected. Manufacturer's investigation conclusion: the reported event of a pump stop occurring with an s3: system fault alarm was not confirmed. The returned centrimag motor (serial number (B)(6) was functionally tested at the service depot and performed as intended throughout all testing, and atypical events were not reproduced. The serviced and tested motor was returned to the customer site after passing all tests per procedure. No log files were provided. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.